Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds and 510(k) number.

Manufacturer narrative:
The scope was returned to olympus and is currently pending microbial testing and physical evaluation. The cause of the reported event could not be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatch to the user facility to observe the facility's reprocessing technicians¿ practices and provide training if necessary. To date the visit has not been finalized.

Event description:
Olympus was informed that the scope cultured positive for pseudomonas after being reprocessed three times in the facility¿s oer-pro. The scope had failed adenosine triphosphate (atp) testing prior to reprocessing. There are no known issues with the facility¿s aer and no other scopes failed testing. There are no associated patient infections.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results and to provide the evaluation findings. The scope was sent to an independent laboratory for microbial testing. The scope's auxiliary channel, air/water and instrument / suction channels were cultured and tested positive for the following microorganisms: klebsiella pneumonia, micrococcus luteus, micrococcus yunnanensis, staphylococcus hominis and pseudomonas aeruginosa. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the returned gif-hq190 gastrointestinal scope and found no signs of foreign material/substance/stain inside the biopsy channel, biopsy port, suction port/channel insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens/glue, and objective lens/glue when inspected with olympus boroscope and telescope test equipment. The scope passed leak testing. In addition, the bending section cover glue was noted to be discolored at the distal end and insertion tube side. Based on the device evaluation findings, the cause of the reported complaint could not be determined as there were no abnormalities or foreign material that would have contributed to the positive culture. The cause of the discoloration on the bending section cover glue is due to the chemical damage. In addition, as part of our investigation an endoscopic support specialist (ess) was dispatch to the user facility on november 27, 2018 to observed facility¿s reprocessing technicians¿ practices and provide training if necessary. The ess reported that there were no deviations noted with the user facility¿s reprocessing practices.